Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer also reported that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were getting the air bubbles when filling the reservoir. The customer declined further troubleshooting. The reservoir will not be returned for analysis.